Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the left main was treated. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient is a previous smoker with a medical history of cardiac admissions 30 days prior to the index procedure. The index procedure was prompted by unstable angina. The mi occurred in the lcma. If information is provided in the future, a supplemental report will be issued.